Manufacturer narrative:
Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported by a basic evaluation patient that their left lead had become dislodged. The patient noted they increased their stimulation all the way up and they were not able to feel anything so they switched to the right and they were able to feel it right away. On (B)(6) 2018 the patient reiterated they believed their lead moved or came out because they could no longer feel stimulation even when they turned the stimulation up so they switched to the other side. The patient also reported the tape was causing them an allergic reaction. There were no further complications reported.